Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil randomly migrating (still yet to be found)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abnormal weight gain ("excessive weight gain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have cervix carcinoma stage iii ("cervical cancer stage 3"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, abnormal weight gain, genital haemorrhage, cervix carcinoma stage iii, allergy to metals and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, allergy to metals, anxiety, cervix carcinoma stage iii, depression, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: cervical cancer stage 3. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event depression and anxiety was added. On 23-mar-2020: follow-up 5 and 6 process together based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil randomly migrating (still yet to be found)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abnormal weight gain ("excessive weight gain"), genital haemorrhage ("excessive bleeding") and allergy to metals ("nickel allergy"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have cervix carcinoma stage iii ("cervical cancer stage 3"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, abnormal weight gain, genital haemorrhage, cervix carcinoma stage iii and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, allergy to metals, cervix carcinoma stage iii, device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: cervical cancer stage 3. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event cancer was updated to cervical cancer stage 3, action taken with drug and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil randomly migrating (still yet to be found)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), genital haemorrhage ("excessive bleeding") and allergy to metals ("nickel allergy"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("excessive weight gain") and neoplasm malignant ("cancer"). At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, weight increased, genital haemorrhage, neoplasm malignant and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, device dislocation, genital haemorrhage, neoplasm malignant, pregnancy with contraceptive device and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.